Manufacturer narrative:
The device was not returned to an olympus service center for evaluation. Further follow-up confirmed that after the facility washed the device, it continues to be in patient use. No further information regarding the patient could be obtained. The foreign material could not be identified, although it was reportedly similar to an orange lugol's solution, which is a solution composed of iodine and potassium iodide, which can be used as a reagent and antiseptic. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the reported issue was due to insufficient cleaning of the device, by not cleaning and disinfecting the device according to the instructions for use. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that during reprocessing of the subject device after a diagnostic upper endoscopy procedure, when the medical staff was brushing towards the tip side, there was what appeared to be similar to an orange lugol's solution on the bristles of the cleaning brush. After brushing multiple times, the solution stopped adhering. Reportedly, the subject device was cleaned using an automated endoscope reprocessor (aer) before use in the procedure; however, since it was not brushed, it may have been used for the procedure in a state of being insufficiently cleaned. It was reported that during inspection, the image appeared to be slightly more orange in color than usual. The physician confirmed that they did not use pigment-based substances and the patient did not bleed during the procedure. There was no patient or user injury reported due to the event. This report is being submitted for the potential use of an insufficiently cleaned scope in a procedure.